Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No button error alarm during testing. No moisture damage on the motor, battery tube, vibrator assembly and electronics assembly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the numbers were ramping up on their own and the scroll bar was moving without input. The customer's blood glucose was 281 mg/dl at the time of incident. The customer's mother stated that the insulin pump got exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.